Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for call was the patient reported that for probably the last month or two, they were having troubles plugging in the communicator. The patient stated it looked like the communicator port was coming apart and they had to plug it in a certain way in order for the communicator to charge. The patient stated they had tried new charging cords which did not resolve the issue. The patient stated they were not even given charging cords when they were given the devices. The agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 12-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.